Event description:
During an ophthalmic irrigation/aspiration procedure, the I/a mode of this unit would not function. A back-up unit was used to complete the procedure. There were no pt problems.

Manufacturer narrative:
Replaced the receptable panel due to balanced salt solution contamination.